Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted lead for a trial external neurostimulator (ins) for gastrointestinal /pelvic floor therapy/overactive bladder; the trial was started (B)(6) 2019. It was reported that examination by hcp on (B)(6) 2019 revealed a red pocket site in this advanced evaluation patient. The patient had presented with pain, infection was found, lead was explanted (B)(6) 2019 and pocket site was washed out. A wound culture was sent. The issue was resolved. No further complications were reported or are anticipated.